Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the foreign material or blockage could not be identified or confirmed in the air/water channel. Additionally, the root cause for the presence of the foreign material in the subject device could not be determined. Moreover, information on reprocessing by the user could not be confirmed because there was no response from them. However, the device did not meet the specifications since the biopsy channel was scraped. The event can be detected/prevented by following the instructions for use in: opreation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had an obstruction in the air/water channel. The issue occurred during reprocessing, while cleaning the scope. There were no reports of patient harm.